Manufacturer narrative:
(B)(4). Conclusion the customer reported that the suspect device was evaluated by their biomed team and it was found that they did not charge the battery properly. The device has been put back into use and there are no other reported issues with the suspect device.

Event description:
The customer reported that the was crew transporting a patient and the crew wanted to place the patient on bi-level positive airway pressure (bipap) with the revel ventilator. When turning on the ventilator it alarmed on the display window "t-bat low," even though the batteries were charged the day prior with no use after the charging. When setting up the bipap mode, the ventilator's panel screen was black. Nothing was lit up except the first top bar. The remainder of the panel screen continued to stay black. The side battery was checked with full bars lit. The ventilator was turned off and the turned back on x 2 to reset, however, the full screen remained black after settings were adjusted and unable to trigger a breath. The unit worked in "ventilator mode" just fine. Patient was placed on a non-rebreather at 15 liters instead and was never placed on the ventilator. Ther customer reported that there was no patient harm.